Event description:
It was reported that non-sustained rv oversensing (nsrvos) was observed, but there were no electrogram (egm) since it was programmed off at implant. The patient presented to the clinic and the episode trigger for rv oversensing (rvos) to low. It was unable to confirmed if oversensing occurred since episodes were not saved. Device remains implanted. There were no patient consequences.